Event description:
The user facility reported that the physician had to laser out an angio-seal device. They stated that the anchor got caught on the posterior wall of the artery and the collagen partially came through the arteriotomy and occluded the common femoral artery. They stated this event occurred approximately a year ago.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity : requested, not provided a6: race: requested, not provided b3: date of event: approximately a year ago d4: model number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown model number and lot number d4: UDI: unknown due to unknown model number and lot number d6a: implanted date: unknown due to unknown date of event d6b: explanted date: unknown due to unknown date when explanted e1: contact: requested, unknown e3: occupation: requested, unknown h4: device manufacture date: unknown due to unknown model number and lot number a review of the device history record was unable to be conducted due to the product code and lot number being unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the components with excessive depth resulting in improper positioning of the components. Review of device history record (DHR) could not be performed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).